Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed black spots and foreign material in forceps channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material, however, based on the information obtained, it is possible that the device was not cleaned/reprocessed in accordance with the IFU. The event may be detected by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Reprocessing survey info: q1. Any malfunction of reprocessing accessories? No. Q2. Delay of pre cleaning? No. Q3. Delay of manual cleaning (if delayed, pre-soaking is required)? No. Q4. Aspirating water/detergent during pre-cleaning? No. Q5. Brushing of channel, port and suction cylinder? No. Q6 was there any effect from other products/ reprocessing accessories/ aer/ewd involved on the event? No. If yes, what is the manufacturer's name and model number? Q7. Has the device been used on a patient with the foreign objects attached to the device? No. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope stent was stuck in the channel. The issue was found during a diagnostic colonoscopy procedure. There were no reports of patient harm. The procedure was completed with the same piece of equipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation found black spots throughout channel and foreign material about two centimeters from distal end. In addition, the investigation also discovered the following; the distal end plastic complete video had minor surface scratches & dents, the light guide tube had scratches, blisters, and inflated when the airline was attached, the bending section cover adhesive was cracked, and the conformité européene (ce) label was updated.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.